Manufacturer narrative:
Medtronic received the following information from the journal article entitled: concomitant renal artery and aortic aneurysm: is endovascular surgery the correct approach? Benedetta spampinato, alberto m. Settembrini, silvia romagnoli, ilenia d¿alessio, maurizio domanin, and livio gabrielli ann vasc surg 2019 61 https://doi.org/10.1016/j.avsg.2019.05.055. Other relevant device(s) are: product ID; unk-cv-sr-endurant, serial no; unknown ubd; unknown UDI no; unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 48mm saccular intrarenal abdominal aortic aneurysm. The patients 40mm left renal abdominal aortic aneurysm was also treated during the procedure. Follow up ultrasound greater than six months post the index procedure showed further growth of the abdominal aortic aneurysm. Cta showed the abdominal aortic aneurysm now measured 85mm, caused by a type ia endoleak originating from above the right renal artery and a type ib from the kinked left iliac limb. A re-intervention procedure was carried out to treat the endoleaks. Two non-mdt stent grafts were deployed in the celiac trunk and sma and a 32x70 endurant aortic cuff was then implanted to treat the type ia endoleak. Two further iliac limbs (16mm on the left and 20mm on the right) along with four spirals were implanted to correct the iliac kinking of the limbs that caused the type ib endoleak. Follow up CT and ultrasounds showed completed exclusion of the abdominal aortic aneurysm. The cause of the type ia endoleak was reported to be due to disease progression with dilations of the aortic neck and confirmed not to be device related. The cause of the type ib endoleak was also reported to be due to disease progression leading to remodelling of the aorta and was confirmed not to be device related.